Event description:
It was reported that a verbally non-communicative patient was admitted to the emergency department (ed). Later on that evening a decision to admit the patient to the hospital was made. It was reported that because there was low bed capacity in the hospital as a whole with high demand in the ed, the patient was required to be nursed for an extended amount of time on a stretcher. Hospital policy is to keep stretcher side rails up when caring for patients in the ed with a few exceptions. Late the following morning the patient was found laid over the stretcher rails with their right arm and right leg trapped in the stretcher side rail which was in a down position. Examination and x-ray showed fractures to the right tibia and fibula. The hospital did not record which specific stretcher in the department was involved in the event.

Manufacturer narrative:
The customer did not alledge any defect with the device. H3 other text : device could not be identified.

Event description:
It was reported that a verbally non-communicative patient was admitted to the emergency department (ed). Later on that evening a decision to admit the patient to the hospital was made. It was reported that because there was low bed capacity in the hospital as a whole with high demand in the ed, the patient was required to be nursed for an extended amount of time on a stretcher. Hospital policy is to keep stretcher side rails up when caring for patients in the ed with a few exceptions. Late the following morning the patient was found laid over the stretcher rails with their right arm and right leg trapped in the stretcher side rail which was in a down position. Examination and x-ray showed fractures to the right tibia and fibula. The hospital did not record which specific stretcher in the department was involved in the event.